Event description:
Reportedly, the flexstar and flexstar xl models show a "memory effect" due to their curved position in the package. This leads to difficulties during implants.

Manufacturer narrative:
Device not returned.